Manufacturer narrative:
Additional information: patient has a history of prior mi, pci, hypertension, stroke, peripheral vascular disease, atrial fibrillation and cardiac admission with 30 days prior to index procedure. Index procedure was prompted by unstable angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx des was implanted in the cx ((B)(6) 2018). Cec identified non-q-wave mi (target vessel), 3rd udmi peri-pci of the cx and no flow in distal vessel post-stent .